Event description:
A pt's rca was dissected by the catheter during her cath procedure. A biotronik orsiro drug eluting stent 4.0x35mm was requested to fix the dissection. The stent was inserted, but after deployment it was noticed there was no stent in the artery. After more investigation, the stent was located on the scrub tech table and it was realized the stent came off the balloon and was never deployed. This has happened before with this stent at one of our sister hospitals. FDA safety report ID# (B)(4).